Manufacturer narrative:
Additional in h3, h6. The reported issue of led display segment was dim was confirmed on 2 out of 2 returned boards. The customer returned 2 lvp display board assemblies in individual esd bags. The serial numbers were written on each esd bag suspected to be from the lvps from which they were removed. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a lvp mockup test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments. Testing results identified 2 out of 2 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Review of the (B)(6), service history record showed the device had a manufacture date of (B)(6) 2009. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has been previously returned for service two times in service with the last recorded servicing on (B)(6) 2015, which is not related to the reported issue. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for the investigation.

Event description:
It was reported that allegedly the display board was dim for two large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display board was dim for two large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.